Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a pinnacle metal on metal hip on his left side put in back in 2007. The surgeon said that the patient was experiencing pain. He wanted to do a headliner exchange. Once the surgery started the surgeon opened and in the capsule there was a lot of dark fluid that came out. The surgeon spoke about how the tissues were in ¿bad shape¿ along with the patients abductors muscles, and bone quality of his femur. He removed the metal liner very easily after a couple of hits. He irrigated the joint and attempted to trial a liner. He then chose to just put in a real liner implant which was a 40x62 neutral liner. He trailed a 40 +5 head and put hip thru rom. He felt the hip was stable and asked for a ceramic ts 40 +5 head implant. He then closed. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.